Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing recurring incontinence with an artificial urinary sphincter (aus) placed eleven years ago. Upon removal, fluid leak was identified in tubing. Cuff was removed an replaced with a new one. It was said that the patient fully recovered.